Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed motor communication error. The patient's blood glucose at the time of incident was 6.4 mmol/l. Troubleshooting was initiated and the device passed the displacement test. However, the insulin pump failed the self test. The insulin pump will be returned and replaced.

Manufacturer narrative:
Programmed multiple boluses and monitored; the pump uploaded properly using care link pro. All bolus deliveries were shown properly in care link and in the daily history screen. The insulin pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. No unexpected pump error 4 or pump error 62 alarms noted during testing, however pump error 4 followed by pump error 63 (variable) was found in the long trace file due to moisture damage on keypad traces. The insulin pump was received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, damaged keypad overlay texture, cracked case on battery tube area, severely faded serial number label, peeling end cap address label, corrosion in battery tube, moisture damage on all electronic assemblies, corrosion on force sensor assembly and moisture damage on motor assembly.